Event description:
It was reported that during a left ventricular tachycardia procedure the patient became hypotensive. A stat trans-thoracic echocardiogram showed a pericardial effusion. A pericardiocentesis was performed and the patient was stabilized. Follow-up information was requested but the response did not yield any additional information. If any addition information is revealed it will be submitted to the FDA in a supplemental report. This event is reportable due to the serious injury that occurred to the patient during use of biosense webster products.

Manufacturer narrative:
The catheters were disposed of and will not be returned therefore no product analysis could be conducted. Also, no lot number was provided prior to the disposal of the catheters therefore the device history record review could not be conducted. Concomitant products: carto 3 system: us catalog# fg540000, serial# 11960; stockert 70 system: us catalog# s7001, serial# st-3985; cool flow pump: us catalog# cfp002, serial# 05037; lasso nav 2515, us catalog# d134301, lot# unknown. (B)(4).